Event description:
A customer reported an issue with the touchscreen of their pump, which was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the touchscreen responsiveness issue was resolved, allowing the customer to interact with the pump screen again.